Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure for routine replacement of a competitor device this right ventricular (rv) high voltage lead was found to exhibit stable but high out-of-range shock impedance measurements over the prior year in bipolar configuration. The device was programmed in unipolar configuration to exclude the proximal coil of the rv lead with satisfactory measurements. The physician elected to leave the lead implanted and in use with the replacement device. No adverse patient effects were reported.